Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath, blurry eyes, stomach issues, bleeding from ear, anaphylaxis and kidney damage while using the device. Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.